Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Please provide the product code and lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patient underwent a kidney transplant on an unknown date in 2024, and suture was used on the anterior front wall. During the anastomosis with the donor tissue, the surgeon uses this suture. One for the front wall and one for the posterior wall. The anterior front wall anastomosis is when the surgeon went to tie the suture and it broke. Before it broke, the suture was fraying. Case was completed with like product. No patient harm was reported. Additional information was requested.